Event description:
Boston scientific received information that during the implant of a competitor right atrial (ra) lead, manipulation of the competitor ra lead caused this right ventricular (rv) pacing lead to dislodge from its position. While trying to reposition this rv lead, it became stuck in the tricuspid valve. It was not possible to untangle this lead from the valve and reposition it, so the physician decided to leave this rv lead where it was, remove the competitor ra lead, and not implant the pulse generator. Another procedure would be done in a different hospital to explant this lead and implant a new lead and device. The patient was hospitalized and was doing fine. The physician explained that the dislodgement was due to the handling of the non-bsc lead. There was no evidence of a lead malfunction the patient was transferred to another hospital for the explant of this lead. The lead was explanted without any issue, and was discarded at the facility. A new lead and device were implanted. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.